Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0qcay, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they had a change in bowel function. They noticed the change in bowel movements over the last 2-3 months prior to the report. The patient further reported that they had always been constipated and 2-3 months ago prior to the report, they started having more regular bowel movements and also said once a week was considered regular for them. There were no trauma/falls reported to be related to this issue and the stimulation issue reported was not related to positional movement. The patient also reported that they had intermittent diarrhea. They started having the diarrhea suddenly 2-3 weeks ago prior to the report. The patient also reported that their healthcare professional (hcp) told her the device could affect bowel movements and recommended contacting the manufacturer representative. The patient had not tried turning stimulation off or changing programs. This event occurred during product use and the indications for use (ifus) were urinary dysfunction (146)/sacral nerve stimulation and gastrointestinal/pelvic floor (901). No outcome regarding the event was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.